Event description:
Caller tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Caller reports having some bruising with these results. No medical treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.